Event description:
It was reported that this right ventricular (rv) lead required one additional repositioning attempt during the implant procedure. No adverse patient effects were reported. This lead was successfully implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).